Event description:
It was reported the patient felt too much stimulation coverage in her hip and buttock region. The physician explanted and replaced the lead with a different model and the new lead was implanted more inferior. The patient reported effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.